Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported waking up feeling unwell. At that time, her cgm displayed an estimated glucose value (egv) of approximately 65 mg/dl. She performed a fingerstick test, which showed a bg value between 300-400 mg/dl. The patient did not take any medication or treatment before seeking care. Her husband drove her to the hospital, where they arrived at approximately 11:00 am. Upon evaluation, a fingerstick test performed in the hospital again showed a bg value between 300-400 mg/dl, while her cgm continued to display an egv of about 65 mg/dl. She was assessed as being in the early stages of diabetic ketoacidosis (dka). The patient was instructed to administer insulin manually via her pump and was also treated with an insulin drip. She remained in the hospital until approximately 8:00 pm and was discharged the same day. Before discharge, her last documented blood glucose reading was approximately 211 mg/dl. After returning home, the patient replaced her sensor. At the time of the call, the patient reported that she was feeling much better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c and d zones of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.